Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. B and the heartmate 3 patient handbook, rev. B are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (right heart failure, renal failure), and infection, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The IFU lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection. The IFU also provides the suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient has developed a sputum infection, required dialysis/continuous renal replacement therapy (crrt), and had right ventricular dysfunction, needing high inotropic support. The onset of the renal dysfunction was (B)(6) 2026. Blood drainage was done from the femoral vein and blood returned to the pulmonary artery (pa) via graft. The infection was treated with sensitive medications. The patient was shifted to the intensive care unit (ICU). The patient did not have right ventricular dysfunction prior to left ventricular assist device (lvad). The patient remained on right ventricular assist device (rvad), oxygenator, and dialysis supports.